Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements. A lead dislodgement was suspected. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that lead was discarded after explant. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.